Event description:
It was reported that the device was in hardware vvi mode with no defib therapies available. The device was explanted and replaced.

Manufacturer narrative:
The reset was confirmed in the laboratory. The reset was due to a parity error. The device was beyond end of service, preventing the reset from being corrected in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.